Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate hv therapies for atrial fibrillation with rapid ventricular response. Patient's condition was stable. It was noted that the patient has stopped taking medication after implantation. Device was disabled. Patient's condition was good and there were no complications.